Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A product investigation was performed. The returned pfna - nail is broken in the region after the conus from the nail, traces of use were visible too. The review of the device history records showed that this nail was manufactured in september 2015 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The broken nail was inspected and all measurable features pertinent to complaint condition have been checked. The measurements have shown that the dimensions are in accordance with the technical drawing. The review of the raw material certificate indicates that material conforms to specifications. Considering that all relevant measurable product features met specification and no visual defects manufacturing related have been identified on returned items, the conclusion of the product investigation is that the returned part is conforming from a manufacturing perspective. The investigation found no manufacturing related issues that would have contributed to this complaint condition. The exact cause of failure cannot be determined; a material or manufacturing related issue can be excluded. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant devices reported: pfna blade perf l90 sst (part # 02.027.033s, lot # l082120, quantity 1), bolt ø4.9 self-tap l38 sst (part # 259.380, lot # l002926, quantity 1).

Manufacturer narrative:
(B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA. Not explanted. Device history records review was conducted on assumed lot number. The report indicates that: 02.023.106s / 9642113. Manufacturing location: (B)(4). Manufacturing date: 18. Sept. 2015 expiry date: 01. Sept. 2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a proximal femoral nail antirotation (pfna) nail broke postoperatively. No infomation about patient status. Complaint involves 1 part. This report is 1 of 1 for (B)(4).